Event description:
The top piece of the head coil for doing MRI is problematic. Known cases have revealed pt's faces actually being struck by the falling piece. It seems that pts with smaller craniums are not affected by the unsecured coil: however pts with larger facial features can be injured. The top piece of the head coil needs to stay in an upright position, even if the pt move his/her head.